Manufacturer narrative:
(B)(4): a follow report will be submitted upon completion of the investigation.

Event description:
The customer reported that the charge button is not responding during opcheck. No patient involvement.